Event description:
A customer reported to beckman coulter inc., (bec) that an enzyme validator kit, level ii was cracked and leaked in the box. No injury was reported on this issue.

Manufacturer narrative:
No additional information regarding this event is available. (B)(4).